Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25091. It was reported during the patient's (B)(6) lead revision procedure, intra-op extension and ipg testing revealed impedance issues. Lead revision documented under MFR report#: 1627487-2015-25063. It was noted post-operative stimulation was not possible. In turn, the patient will undergo surgical intervention at a later date. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. Intra-op testing revealed invalid impedance measurements on the patient's extension. Subsequently, the physician decided to explant and replace the patient's extension which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-25091 further information revealed during the procedure the physician noted the extension was fractured due to the patient experiencing a fall prior to the procedure. The implant date for the following devices are unknown: model: 3788, scs ipg model: 1192, scs anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.